Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 4/1/2025. H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: lot number? Please confirm if the devices are available for product return. If yes, to whom should the shipper kit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone number). Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). 1) we do not have a lot#. 2) no devices for return. 3) (B)(6) pa. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. It was reported that they had two needles pop off the sutures while they were suturing. No patient consequences was reported. Device is not available for return. Additional information was requested.